Manufacturer narrative:
The review of previous complaints revealed that if no device failure is detected, the bed's movement may be caused by the unintentional activation of the buttons on the control panel. This hypothesis could not be confirmed due to its nature. The instruction for use (IFU) for citadel bed (830.213-en) contains information that the caregiver should check that the patient controls, caregiver controls and attendant control panels operate corectly weekly. Also, IFU includes information about function of lock-outs: "lock-outs - lock-outs for bed functions should be used at staff's discretion to prevent unintentional operation of bed." The arjo device did not fail a specification since no malfunction could have contributed to the alleged movement of the bed. The device was used for the patient treatment and from that perspective it played a role in the event. The complaint was assessed as reportable due to the allegation that the bed was moving without any commands being given. No injury was sustained.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Event description:
Initially, the customer claimed that the bed could not be lowered or raised. However, during the device pick-up, the arjo consultant was informed by a patient that the bed was moving up and down movement without any button pushing. No injury was claimed. The device was swapped to the service center and the evaluation was performed by arjo service technician. The evaluation did not confirm any device malfunction. The claimed movement was not recreated during the evalaution.